Manufacturer narrative:
During coronary intervention, the distal tip of the stabilizer steerable guidewire fractured. Absolutely no clinical details were provided, including whether or not the tip was retrieved. The product was not returned for evaluation. With this complete lack of information, it is not possible to determine what factors may have contributed to the event. The physician refused to provide any additional information regarding this case, therefore, no additional information will be forthcoming. As the product was not returned for evaluation and no sterile lot number was provided, no product analysis was conducted and a review of the manufacturing route sheets could not be performed.

Event description:
During the procedure the distal tip separated into the patient's body.